Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure (patient ID, age, gender, and weight are unknown). According to the complainant, "water keeps coming out of pinhole in the cylinder." The origin of the leak and the temperature of the saline at the time of the leak are unknown. The patient's condition at the conclusion of the procedure is also unknown. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure (patient ID, age, gender, and weight are unknown). According to the complainant, "water keeps coming out of pinhole in the cylinder." The origin of the leak and the temperature of the saline at the time of the leak are unknown. The patient's condition at the conclusion of the procedure is also unknown. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The product was returned for evaluation and the complaint was not confirmed. There was no problem found with the returned procedure set. The procedure set functioned as expected. Therefore, the most probable root cause for this complaint is not confirmed.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.